Manufacturer narrative:
This product was manufactured by allergan inc. The product line was purchased by (B)(4). (B)(4) distributes the product under the seri name. Lot history records were made available by allergan inc. These records were reviewed for this lot of seri scaffold and all specifications were satisfied. Additionally, no trends/anomalies were identified in the lot history records.

Event description:
A patient had undergone a brachioplasty in which seri surgical scaffold was implanted in both arms. Approximately ten months after the procedure the patient presented with symptoms indicative of an infection in the right arm with two sites of inflammation in the area of the seri implant. A procedure was performed under local anesthesia to drain the wound. A bacterial culture investigation to confirm an infection was not performed. The physician hypothesized that this may be an infection caused by hematogenous bacteremia secondary to the patient's dental hygiene visits. Approximately eighteen to twenty months after the brachioplasty, the patient presented with symptoms indicative of an infection in the left arm. The physician reported induration at the site of the seri implant. The site was tender to touch with a soft center. The patient had no pain and was not experiencing any illness. The physician did not feel the event was related to the position of the seri implant and/or the quality of the wound. These symptoms were reported shortly following the patient's covid vaccination. On surgical treatment of one site of inflammation on the left arm, a hemorrhagic inflammatory exudate was observed. Fluid was collected for bacterial culture and gram stain investigations. The bacterial culture test was negative. Unintegrated seri was found at the base of the inflammatory nodule and was removed piecemeal. Two additional sites of inflammation on the left arm are being treated with nsaid's. The physician hypothesized that this may be a hematogenous infection associated with the patient's history of frequent dental hygiene visits coinciding with covid vaccination which he believes may have temporarily impaired her immune system. There is currently no data to support this hypothesis.